Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned instrument exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared & compressed and is fractured on the medial side of post. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00385.

Event description:
It was reported poly trial broke during implant trialing. No adverse events have been reported as a result of the malfunction.